Manufacturer narrative:
It was reported that the guidewire kinked during a radial arterial catheter insertion. The customer returned the guidewire for evaluation. No additional event details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The actual device was returned to the kit manufacturer and forwarded to component manufacturer. During evaluation, a kinked guidewire was able to be confirmed. This item is a pre-sealed component in a kit. The information in this report and the sample has been forwarded to the component manufacturer for further evaluation. The root cause could not be determined at this time. No additional information is available. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted

Event description:
It was reported that the guidewire kinked during a radial arterial catheter insertion. No additional information was provided.